Event description:
It was reported that during the procedure, a left peroneal dissection occurred requiring intervention (pta and des stent).

Manufacturer narrative:
Additional information: device not returned to manufacturer for evaluation. Suspected problem identified in results and conclusions. Two devices were used during the procedure, but it wasn't reported as to which was being used at the time of the dissection.